Event description:
After implantation of the #2 amistem, the stem sat too tall. The surgeon elected to extract the stem and re-broach so the final seating of the stem would be flush. Upon, extraction of the stem, the stem extractor's plastic component broke into pieces. All the broken plastic pieces were removed from the patient. The surgeon had to use another companies extractor to remove the stem and in the process the surgeon damaged the trunion of the stem rendering it unusable. The surgeon had to open a new stem to be implanted to complete the surgery.